Event description:
As reported by our edwards lifesciences affiliate in italy, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, a dissection with pericardial effusion originating from the non-coronary sinus was observed during the final post-implantation assessment. The patient experienced a drop in blood pressure, prompting surgical intervention. The complication was addressed without valve replacement. The patient was stable post-procedure and was transferred to the intensive care unit (ICU) for monitoring.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided and from the updated investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (investigation conclusions) and h11 (additional narrative/data). Additional information was received indicating that approximately one (1) month post transcatheter aortic valve replacement (tavr) procedure with the 29 mm sapien 3 valve, the patient was stable and undergoing rehabilitation. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (bicuspid valve and severe calcification) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.